Event description:
It was reported that the symptomatic patient presented to the hospital experiencing palpitations and due to high voltage therapy being delivered. The device was interrogated and it was noted that several non-sustained episodes and 3 vf episodes with 36j shocks being delivered. The physician decided not to make any programming changes. The implantable cardioverter defibrillator remained implanted. No additional information was available.